Event description:
It was reported that the user experienced elevated glucose over two days while using the ilet and changed infusion supplies multiple times, noting a bent cannula on one change; the agent had the user disconnect, fill tubing until drops were observed, and reconnect, after which the user later reported glucose levels decreased overnight. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.